Event description:
It was reported that the patient experienced a cardiac tamponade. A left atrial appendage closure (laac) procedure was being performed. A versacross radiofrequency (rf) wire was used to perform the transeptal puncture (tsp). The initial tsp was performed and visualization of the sheath was not achieved. The sheath was removed and the second tsp was performed with the steerable versacross connect. Tsp was achieved and was believed to have crossed by the original access point. A 27mm wds was deployed with a single deployment. The sheath was removed, and no patient issues were noted. A standard post echocardiogram was performed and a circumferential, primarily posterior effusion was noted at that time. Pericardiocentesis was performed to treat the effusion. There were no further complications and the patient was discharged from the hospital the following day. It was further reported that the rf wire was not visualized by transesophageal echocardiogram (tee) during the first tsp, which was a reason the second tsp was performed with intracardiac echocardiography (ice). A therapeutic activated clotting time was maintained during the procedure.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to being unavailable, we have determined that the cardiac tamponade and pericardial effusion are known inherent risks with use of this product. The cause of the difficulty visualizing the rf wire could not be determined in lieu of the device return. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that cardiac tamponade and pericardial effusion are addressed as potential procedural complications when using the versacross connect access solution. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect access solution device confirmed that the event of cardiac tamponade, pericardial effusion and difficult/failure to visualize device a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade and pericardial effusion are known inherent risks of the versacross connect access solution. As stated by the instructions for use, "adverse events that may occur while using the versacross access solution include: cardiac tamponade, pericardial effusion." The failure to visualize the rf wire could not be confirmed as the device was not returned and no media was provided. There is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block h6 patient codes. Correction to follow up 1 MDR in block b1.

Event description:
It was reported that the patient experienced a cardiac tamponade. A left atrial appendage closure (laac) procedure was being performed. A versacross radiofrequency (rf) wire was used to perform the transeptal puncture (tsp). The initial tsp was performed and visualization of the sheath was not achieved. The sheath was removed and the second tsp was performed with the steerable versacross connect. Tsp was achieved and was believed to have crossed by the original access point. A 27mm wds was deployed with a single deployment. The sheath was removed, and no patient issues were noted. A standard post echocardiogram was performed and a circumferential, primarily posterior effusion was noted at that time. Pericardiocentesis was performed to treat the effusion. There were no further complications and the patient was discharged from the hospital the following day. It was further reported that the rf wire was not visualized by transesophageal echocardiogram (tee) during the first tsp, which was a reason the second tsp was performed with intracardiac echocardiography (ice). A therapeutic activated clotting time was maintained during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block h6 patient codes.

Event description:
It was reported that the patient experienced a cardiac tamponade. A left atrial appendage closure (laac) procedure was being performed. A versacross radiofrequency (rf) wire was used to perform the transeptal puncture (tsp). The initial tsp was performed and visualization of the sheath was not achieved. The sheath was removed and the second tsp was performed with the steerable versacross connect. Tsp was achieved and was believed to have crossed by the original access point. A 27mm wds was deployed with a single deployment. The sheath was removed, and no patient issues were noted. A standard post echocardiogram was performed and a circumferential, primarily posterior effusion was noted at that time. Pericardiocentesis was performed to treat the effusion. There were no further complications and the patient was discharged from the hospital the following day.

Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.